Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl 2000 mcg/ml, hydromorphone 1 mg/ml, bupivacaine 20 mg/ml at unknown dose via an implantable pump for non-malignant pain. It was reported by the company representative (rep) that the reason for call was volume discrepancies. The company rep provided the following volumes at refills: (B)(6) 2024: expected reservoir volume (erv): 21.5 ml, actual reservoir volume (arv): 21 ml (B)(6) 2024: erv: 18.3, arv: 25 (B)(6) 2024: erv: 19.9, arv: 29 (B)(6) 2025: erv: 10, arv: 1 (B)(6) 2025: erv: 38.4, arv: 36. The company rep stated that after refill 2 days ago the patient was found at home unresponsive and was taken to the emergency room (ER) where he was given narcan, "perked up" and was sent back home. The company rep stated that patient was brought back today where they accessed the pump to measure the volume and also did a dye study that was "normal" and showed no catheter issues. The company rep stated that the refill two days ago was uneventful but today the patient had 4 other small dots that appeared similar to needle marks. The issue was not resolved through troubleshooting and redirected to healthcare provider (hcp).

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that the cause of the volume discrepancies was unknown. It was also reported that the cause of the patient being unresponsive and given narcan was also unknown. Actions taken to resolve the event included the following: patient was brought up at case review with the physicians and they were questioning the potential for patient accessing the pump and were going to have him come back in next week and check volumes and the site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative (rep) stated that the patient was in the emergency room (ER) last night because the pump site was red and irritated so he was brought in this morning to remove the pump. The rep stated that the pump has saline for a while due to volume discrepancies and access issues. The healthcare provider would like the pump analyzed.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pli 10: h3. The returned device passed all testing in the laboratory and no anomalies were identified. Pli 20: analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the perf ormance of the catheter. Pli 30: analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the perf ormance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.